Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported a xen®45 gts event described as "implant broken due to tight slider" during implantation in right eye. No eye injury noted.

Event description:
Additional information reported, surgery was completed with a back-up xen®45 gts.